Manufacturer narrative:
Correction: b1 and b2 corrected to reflect serious injury b5 corrected h1 and h6 corrected to reflect additional surgery

Event description:
New information received notes that the patient presented for a generator change procedure. It was noted that the right ventricular lead had fractured. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Correction: removed unnecessary health impact code 4641 - unexpected medical intervention.

Event description:
New information received notes that the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricular lead exhibited a fracture. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited high defibrillation impedance. Programming changes were made. The patient was stable.